Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/02/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted concurrently with a robotic assisted total laparoscopic hysterectomy, due to stress urinary incontinence, endometriosis uterus, dyspareunia and dysmenorrhea. Following insertion the patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient underwent a mesh removal on (B)(6) 2011. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a mesh removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with robotic assisted total laparoscopic hysterectomy, due to stress urinary incontinence, endometriosis uterus, dyspareunia and dysmennorrhea.